Manufacturer narrative:
Evaluation of the inner edgeform confirmed that one of the distal teeth has been bent and shows wear. The blade was evaluated for rotation and was found not to rotate due to the bent tooth. A corresponding contact point was observed on the outer edge form. The tooth damage appears to be caused by an impact with the outer edgeform during rotation. The devices condition is consistent with excessive side loading being applied during use. Excessive ¿side-loading¿ on the blade during use may result in wear and degradation of the inner assembly. Use error may have been a contributing factor to this event.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a knee arthroscopy, after the blade was activated it made a metallic noise and metal flakes shed into the patient. A backup blade of the same lot was opened and the same problem was occurred. The procedure was completed with another blade. The metal flakes that shed inside of the patient were removed by flushing out as much as possible.